Event description:
It was reported that the device failed to deploy. The device was flushed, the wire was in place and once the doctor was at the intended site, he was unable to deploy the stent graft. The device was removed and another stent graft was used to complete the procedure. No injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were opened. The distance from the tuohy borst adapter to the pin vise handle was 150 mm. The stent graft has been shifted distal for 2 mm. The outer sheath was torn off at the guiding tube and elongated. The tip of the outer sheath was slightly crushed. The examination of the returned device confirmed the tear-off of the outer sheath at the catheter reinforcement. The elongation of the outer sheath indicates the application of high force during the attempt to release the stent graft. On the basis of the information received and the examination results of the returned sample, the exact cause for the tear-off of the outer sheath could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.